Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to pull patient's medications due to the emr merged to a different mrn number. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user was unable to pull patient's medications due to the emr merged to a different mrn number. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient¿s record in the adt (active directory) system was incorrectly merged. The technical support specialist (tss) dialed into the server and identified a bad merge for the patient ID by reviewing active directory messages. The tss found that unmerging was not possible in the current version and informed the customer to raise a product enhancement request. The issue was addressed by guiding the user to perform a total discharge and re-admit for the patient, which resolved the merge conflict. The system functioned as intended after the technical support specialist troubleshot the issue.